Event description:
Cadd legacy sn (B)(4) is alarming with no message to reload cartridge, advised will replace. Dose or amount: 131 nkm; frequency: continuous; route: sq. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: i27.0.